Manufacturer narrative:
The patient weight was not provided. (B)(4) approximate age of device - 9 months. Device evaluation: the explanted pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The remainder of the driveline was not returned. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed a white deposition loosely seated adjacent to the bearing ball, partially occluding two of the stator¿s vanes. There were no contact marks observed on the distal end of the rotor and the deposition did not appear to contain any areas or laminated layering; however it contained brown areas which appear consistent with denaturation, indicating that it was potentially present while the pump was supporting the patient. A specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined. Although the patient was routinely transplanted and no issues were reported during the patient¿s support on vad-61766, the deposition could have potentially contributed to a flow issue if it was present during pump support. Visual inspection of the remainder of the blood-contacting surfaces of the device did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a routine heart transplant on (B)(6) 2017. There were no device issues leading to the transplant reported. During the evaluation of the returned device post-transplant, thrombus was found in the pump.